Event description:
Admitted for seizures after uneventful ngt placement pt taken off vent to preoxygenate with 100% fio2 for suctioning. Rn unable to bag pt and no visible chest rise. Switched to face mask to no avail. Prior to this pt was 100% saturated on 35% fio2. At this time desaturated to 37%. Ett removed to reintubate. Pt became bradycardic to 30-90's. Chest compressions started new ambu bag obtained and ventilated pt successfully. Reintubated and returned to baseline. On examining bag closely noted valve failed to open completely. Only very small partial opening. Water determined a different lot # was recalled for same problem.